Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted at a depth of 6mm ncc and 7mm lcc. During the procedure, while the device was being positioned blood pressure was reduced and the patient went into left bundle branch block, which resolved post-procedure. The patients annular dimensions of the native valve were: area of 469.6, perimeter of 78.1, min of 21.2, max of 28, avg of 24.6. A pre-dilation was noted to have been performed with a 23mm non-abbott balloon. A post-dilation was also performed with a 25mm non-abbott balloon. Post-procedure, the patient had mild aortic regurgitation (ar). 2 weeks post-procedure, the patient was admitted to the hospital with pulmonary edema and further investigation revealed severe ar. On (B)(6) 2024, the patient underwent an urgent valve-in-valve procedure with a non-abbott valve. It is thought that the cause of the ar was due to possible leaflet malfunction. The patient is stable.

Manufacturer narrative:
An event of central regurgitation, left bundle branch block and valve-in-valve was reported. Information from the field indicated that the the patient had mild aortic regurgitation (ar). 2 weeks post-procedure, the patient was admitted to the hospital with pulmonary edema and further investigation revealed severe ar. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the cause for the reported event appears to be related to patient condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25 oct. 2024, a 27mm navitor valve was successfully implanted at a depth of 6mm ncc and 7mm lcc. During the procedure, while the device was being positioned blood pressure was reduced and the patient went into left bundle branch block, which resolved post-procedure. The patients annular dimensions of the native valve were: area of 469.6, perimeter of 78.1, min of 21.2, max of 28, avg of 24.6. A pre-dilation was noted to have been performed with a 23mm non-abbott balloon. A post-dilation was also performed with a 25mm non-abbott balloon. Post-procedure, the patient had mild aortic regurgitation (ar). 2 weeks post-procedure, the patient was admitted to the hospital with pulmonary edema and further investigation revealed severe ar. On (B)(6) 2024, the patient underwent an urgent valve-in-valve procedure with a non-abbott valve. It is thought that the cause of the ar was due to possible leaflet malfunction. The patient is stable.